Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen became cracked, but remained functional. Reportedly, the reason for the cracked touchscreen was unknown. Customer's blood glucose (bg) ranged between 450 to over 500 mg/dl with moderate ketones. Customer administered a manual injection and delivered a correction bolus to address the elevated bg. Reportedly, customer continued to use the pump for insulin therapy.